Event description:
This 47 year olf female pt was undergoing breast augmentation. During the procedure, during which an electrocautery unit was used, the surgeon noted a 6 mm round burn on the pt's skin. Inspection of the bovie tip extender revealed a hole in the protective covering. There was no permanent sequela to the pt.